Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that a needle 27x1-1/4 rb was loose and broke at the cannula during use. The following was reported by the initial reporter: "it was reported that the needle broke off of the hub of the syringe. Verbatim: I am writing this letter to inform you of an incident involving the bd precisionglide needle that your company distributes. On (B)(6) 2020, used one of your needles to get a sample of cells from the liver and spleen of my dog, using ultrasound as a guide. A procedure that should have been fairly routine, became our nightmare. The needle broke off of the hub of the syringe and is now in my dog's body somewhere. The veterinarian and the radiologist took radiographs and tried to feel for the needle but were unable to locate it. Consequently, we are sick with worry that it may migrate and result in damage and/or surgery. I am in agreement that there is a strong possibility that the needle(s) you sold to this clinic were defective. Specifically used in my dog's case was 27g x 11/4. Ref 305136. It is my hope that you would recall all of these needles immediately (worldwide if necessary) so that other animals (and their human parents) would be spared trauma like we are experiencing".